Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The retention test strips (lot 294945) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material in inr ranges < 4.5 complies with the specification, based on the requirements of the regular retention testing process of the qc department. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek inrange meter serial number (B)(4). At 09:00 am, the result from the meter was 1.8 inr. Because of dry cough with blood ejection, the customer was driven to the hospital. At 12:00 pm, the result from the laboratory was 2.4 inr. The laboratory method was not known. There was no allegation of an adverse event. The customer was still in the hospital "for control". Further details of the customer's treatment or reasons for hospitalization were not provided. The customer's daughter stated marcumar had been discontinued two days before the incident and then switched to heparin. The therapeutic range was 2.2-2.3 inr.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.